Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. The following event was noted through a periodic article review. A retrospective study was performed in 62 patients to evaluate the association of lesion characteristics such as ulceration and arch calcification with an increased incidence of carotid stenting (cas) associated ischemic lesions in octogenarians. Reportedly, there were three strokes that occurred during the procedure. Magnetic resonance diffused-weighted imaging (dwi) was used post procedure to detect embolic events that occurred during cas. No information regarding treatment or interventions was listed. The article does not correlate the reported patient outcomes to a specific embolic protection device (specific manufacturer not identified) and no device malfunctions were described. The article lists the abbott emboshield along with 3 other competitor embolic protection devices (mednova neuroshield, coris angioguard, boston sci filterware) used for the carotid stenting procedures. The epd selection was at the physician's discretion. No additional information is available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Andreas kastrup, md, et-all; titled: "target lesion ulceration and arch calcification are associated with increased incidence of carotid stenting-associated ischemic lesions in octogenarians." Journal of vascular surgery 2008; 47: 88-95.